Manufacturer narrative:
This report is filed august 29, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed and infection and inflammation at the implant site in (B)(6) 2016. Subsequently, the patient underwent a procedure in (B)(6) 2016 (specific date not reported) to drain the implant site of an oedema. The first, in (B)(6) 2016 (specific date not reported), an incision was made and the site was drained of fluid. In (B)(6) 2016 (specific date not reported), a second procedure was performed to drain the implant site. Subsequently, on (B)(6) 2016, the device was explanted and site was drained and closed.

Manufacturer narrative:
Correction: the correct explanted date is (B)(6) 2016; and not 08/08/2016 as previously mentioned.